Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿implants have fallen out the pocket are underneath biceps" and capsular contracture baker grade unknown.

Event description:
Patient reported left side ¿have fallen out the pocket are underneath biceps" and capsular contracture, unknown side or baker grade. The device remains implanted.